Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in plunger position accuracy. There was no patient involvement.

Event description:
It was reported that the device had failed in plunger position accuracy. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21; annex c: c21; annex d: d16. Annex b: b01; annex c: c0201; annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: field technician stated issue of failed plunger position accuracy was confirmed. On 28oct2024, syringe was received unboxed and with paperwork. Failed plunger position accuracy. Defective linear sensor from supplier. Dented front case. Workmanship issue. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace linear sensor and front case. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.